Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
An open non-sterile package labeled as part number 00-2359-058-35, lot 62918019 was returned, along with product identified as part number 00-2359-014-24, lot 62896038. A review of the device history found that packaging of both lots was performed on the same day by the same operator. It was also found that the non-sterile bag specified for packaging both components is the same, and the labeling is printed on the bag at the time of the packaging operation. No product was available for further stock investigation. A distribution history report indicated further comingling, as distribution for one lot indicated more items distributed then what was manufactured. It was determined that some pieces of part number 00-2359-014-24, lot number 62896038 were packaged and distributed as part number 00-2359-058-35, lot number 62918019. The device was used for treatment. These implants are sold and distributed non-sterile. The items are removed from packaging and sterilized prior to use. This reported issue was noted at the time implants were removed from the packaging, and were not attempted for use during a medical procedure. A corrective and preventive action has been initiated. Additionally, field action (B)(4) was initiated on (B)(6) 2015 to remove the affected part number lot number combinations from the field.

Manufacturer narrative:
(B)(4). Other device used: catalog #00235901424, periarticular locking screw 2.4mm, lot #unknown. This report will be amended when our investigation is complete.

Event description:
It is reported that after opening the package, it was discovered that the item in the package does not match the description.